Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2020. The lens was returned for evaluation. The lens had been cut into three major fragments with some parts of the lens optic missing. Optical analysis of the lens did not show any loss of optical quality.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2020.

Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2020. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is in process of being evaluated.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2020.